Manufacturer narrative:
Investigations determined that the piece of metal magnetically stuck to the test strip tray was a bearing which broke off of the drive mechanism. This was done by the operator of the device. This bearing could have fallen out of the device after it was detached from the drive mechanism. Traces of an unknown liquid were also found inside the meter. All valid urine test strip lots are tested routinely and no deviation was observed. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for nitrite on a urisys 1100 analyzer (u1100). The exact date of the event is not known. The event occurred approximately on (B)(6) 2018. The customer ran the sample on the u1100 analyzer, the nitrite result was positive. When the test strip was read visually, the result was negative. The patient was not adversely affected. The test strip lot number and expiration date were asked for, but not provided. After the incident, the customer stated that they checked the u1100 analyzer using water as a sample and did not observe any false positive results for nitrite. The customer's product was requested for investigation.

Manufacturer narrative:
The meter was returned for investigation. The device is clean and showed no damages. The device was started and checked, no problems occurred during the investigation.

Manufacturer narrative:
The customer noted that a tray roller fell out of the u1100 analyzer. Upon further investigation of the returned u1100 analyzer, an undefined piece of metal was magnetically attached to the test strip tray hollow. As the test strip lot number was not known, test strip lot 29191180 was measured on the returned urisys 1100 analyzer and on a retention urisys 1100 with native urine and a nitrite dilution series. The results of the measurements fulfilled requirements. No false positive results were observed.